Event description:
It was reported that while using dignishield for a burned ICU patient, the device caused injury in the lower perianal area. The probe leaves the body with the cuff inflated, inflated it up to 60 cc. The probe leaked. Since it has no air escape, the bag inflates. The finger hook system was missing to install (flexiseal type). The material was rigid, and the probe was constantly clogged, which made it necessary to remove, wash and reposition continuously.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while using dignishield for a burned ICU patient, the device caused injury in the lower perianal area. The probe leaves the body with the cuff inflated, inflated it up to 60 cc. The probe leaked. Since it has no air escape, the bag inflates. The finger hook system was missing to install (flexiseal type). The material was rigid, and the probe was constantly clogged, which made it necessary to remove, wash and reposition continuously.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "arm occluded, arm detaches". However, there was insufficient information to confirm this potential root cause. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the bard dignishield sms catheter tube assembly consists of a catheter body and collection bag assembly that is primarily constructed of a proprietary copolymer material called permalene, bonded to a low-pressure retention cuff and trans sphincteric zone (tsz) primarily constructed of silicone material. The permalene catheter and collection bag material is designed to minimize permeation of gas and water vapor. The low-pressure retention cuff is designed to retain the device in the rectum. The tube opening at the cuff is funnel shaped to aid in diverting the stool into the drainage tube. The cuff leads to the tsz segment, which is designed to minimize dilation of the sphincter during use while providing a channel for fecal matter to pass through drainage tube and into the collection bag. Along the drainage tube are three lumens, each with a separate access port. The green inflation port ("inf (45ml)/inflate to 45ml") is used to inflate/deflate the cuff. The clear irrigation port ("irrig") is used to infuse water at the end of the retention cuff and to provide access for the administration of medication. The purple flush port ("flush") is used to infuse water through slits for the entire length of the drainage tube to assist drainage of fecal matter. (Figure 2) a sample port on the drainage tube allows for the collection of stool samples through a slip tip syringe. A piston valve connector located on the end of the drainage tube of the catheter attaches to the collection bag hub socket. When the collection bag is disengaged from the catheter, the catheter and bag automatically close to prevent spillage. A bag cap is provided to secure the contents of the collection bag when the catheter is removed. The 50 ml syringe and lubricating jelly syringe are used in the preparation and use of the catheter. The medi aire biological odor eliminator may be used as an air freshener in the room. Do not spray on patient or device. The tube clamp is used to retain medication during administration of medication. Indications for use: the bard dignishield stool management system (sms) with odor barrier properties is intended for fecal management by diverting and collecting liquid or semi liquid stool to minimize skin contact in bedridden patients and to provide access for the administration of medications." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.